Event description:
Event description guidant received information that, upon interrogation of this new cardiac resynchronization therapy defibrillator (crt-d), multiple fault codes appeared as well as abnormal readings such as fc01, out-of-range shock impedance, eri (12/09/2005), eol (12/09/2005), a monitoring voltage reading of 1.95v, a cumulative charge time of 445:2, 983 tachycardia episodes, and a shock delivery recorded on 12/12/2005. It was reported that the guidant representative had never taken the device out of storage mode.